Event description:
A trial patient patient¿s daughter reported the patient had one time where she was unable to void. It was unknown if the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.